Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving low scans of 92 mg/dl, 72 mg/dl, and 92 mg/dl on the sensor when compared to a healthcare professional meter results of 382 mg/dl, 126 mg/dl, and 222 mg/dl. When the results of 92 mg/dl and 382 mg/dl were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced vomiting and was unable to self-treat and received third-party medical treatment however, details of the treatment were not provided. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed for the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving low scans of 92 mg/dl, 72 mg/dl, and 92 mg/dl on the sensor when compared to a healthcare professional meter results of 382 mg/dl, 126 mg/dl, and 222 mg/dl. When the results of 92 mg/dl and 382 mg/dl were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced vomiting and was unable to self-treat and received third-party medical treatment however, details of the treatment were not provided. No further information was reported. There was no report of death or permanent impairment associated with this event.